Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test and priming anomaly from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that she went through the priming process and the pump did not get out of the rewind sequence. The customer was advised to hold down act button until they receive second series of beeps or numbers to appear on display. The customer stated that they received the second series of beeps or numbers. The customer mentioned that she took the battery out and received failed battery test. The customer cleared the alarm and put in a new battery.